Event description:
Fiiling t-slim x2 3 ml cartridge. Normal amount of pressure. Insulin back-squirted into my eyes, twice from same box. Had to go to ER(emergency room). Glucose dropped 50 points in 30 minutes. Did glucose rescue on way to hospital. Reference report: mw5144935.